Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jul2020.

Event description:
The customer reported error unit failed (extended self-test) est for the touchscreen. The unit is failing the keyboard test. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. Discussed suggested repair per the manual and provided part number for the touch frame. The customer replaced the defective touch frame to address the reported problem. The unit successfully passed the required performance verification test.